Manufacturer narrative:
After internal review on 07-jul-2015: the event constant extreme hot sweaty flashes was split and the meddra event term hyperhidrosis was added. Follow-up from 04-aug-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes (stomach rashes/rashes); heavy bleeding and severe hip/ joint pain. She was submitted to a hysterosalpingectomy; after this surgery her joint pain disappeared and her rashes were recovering. All events were considered serious due to medical importance. Rash and genital bleeding are listed according to essure's reference safety information; while joint pain is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Additionally, abdominal, pelvic pain, uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. In this particular case, although the exact temporal relationship between essure insertion and the events was not provided; considering consumer stated she did not have this issues prior to essure therapy and as the events improved with device removal, causality cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She stated that she suffered from extreme inflammation of lips and fingers, stomach rashes, severe hip, joint and bottom of feet pain after sitting or lying down, sharp pelvic and headache pain, boils on thighs and legs that she had to cut; open drained and put in antibiotics. She had been put on anxiety, depression, gerd, (vitd and inflammation medications). Creams for rashes did not work. She had constant extreme hot sweaty flashes, high blood pressure, heavy bleeding that goes for weeks at a time. Her doctor who inserted essure put her back on birth control pills to supposedly help the bleeding. She also experienced sick feeling and extreme fatigue. She has 3 small kids and said that essure was robbing her from them, because she was sick feeling and was tired to do what she need to with them. She said that she never experienced the events before essure. Doctors told her that all issues were not essure related; they did not believe her. On an unspecified date, she had a hysterectomy; removed tubes, uterus and cervix. She immediately felt a difference in how she felt. Inflammations, hip, feet and joint pain were gone. Rashes are going away. She was still recovering but she felt better recovering with gas pain and through 3 pregnancies than any 1 day having essure in her body. Follow up from (B)(4) 2015: ptc (product technical complaint) was received. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes (stomach rashes/rashes); heavy bleeding and severe hip/ joint pain. She was submitted to a hysterosalpingectomy; after this surgery her joint pain disappeared and her rashes were recovering. All events were considered serious due to medical importance. Rash and genital bleeding are listed according to essure's reference safety information; while joint pain is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Additionally, abdominal, pelvic pain, uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. In this particular case, although the exact temporal relationship between essure insertion and the events was not provided; considering consumer stated she did not have this issues prior to essure therapy and as the events improved with device removal, causality cannot be excluded. Since a surgical intervention was required, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.